Event description:
Event description guidant received information that these implantable cardioverter defibrillators (icds) were not used as long charge times were encountered prior to implant. A third device was successfully implanted. Both icds are en route to guidant for laboratory testing.